Manufacturer narrative:
According to the field, the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and a competitor right atrial lead exhibited a high out of range pacing impedance measurement of 2500 ohms. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.